Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation revealed rv lead noise, which in turn triggered t wave oversensing episodes. Reprogramming was performed. No patient symptoms were reported.